Event description:
Senseonics was made aware of a incident where a user went to see their physician and was treated with antibiotics for an infection on (B)(6) 2019; ten days later, the infection was "much better". On (B)(6) the patient returned to the doctor because the insertion site was infected again. The doctor again prescribed antibiotics, and determined that the sensor should be removed when the infection has subsided.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Sensor was not returned to manufacturer for device analysis even though the product was requested. The manufacturer reviewed the certificate of conformance for the lot associated with this sensor and was concluded that the lot met the sterilization requirements. No remedial action/corrective action/preventive action / field safety corrective action is required. Infected area was treated by the health care facility with the help of antibiotics. Infected site was healed and the sensor was removed from the patient.